Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The pump was also received with moisture damage on the motor, battery tube, and vibrator assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer forgot to take the insulin pump off and jumped into the pool. Customer's father stated that the pump no longer functions. A replacement pump will be sent.